Event description:
Report received with the following information: the patient had a diagnostic cardiac catheterization in 2000 and was closed with a perclose device. The document alleges multiple complications without further explanation. Additional information has not been received.

Event description:
Received the following additional new info from medical records: on 11/1/2000 the pt had a left and right heart cardiac catheterization for unexplained dyspnea and to rule out pulmonary hypertension. On 11/2000 the pt presented to the emergency room with complaint of right groin swelling the size of a "golf ball or bigger, pain in front of leg and up the side. Bruising and shortness of breath." The pt was admitted to the facility. The dorsalis pedis and posterior tibial pulses were 2+ and bounding, bilaterally. The treatment that was rendered and the discharge date were unspecified. The pt had a planned admission to another facility on 11/2000. Purulent drainage from the catheterization site was cultured. The pt was started on vancomycin and ciprofloxacin. An infectious disease consult was obtained and recommendations were given. On 11/2000 the pt was taken to surgery for repair of infected right femoral pesudoaneurysm with interposition vien graft using the contralateral superficial femoral vein. Evacuation and drainage and irrigation of a left thigh hematoma. The pt had 3 more subsequent surgeries on the right groin which included a muscle flap from the right quadriep muscle. A PICC line was placed for long term IV antibiotic therapy. The pt was dishcarged on 12/15/2000 wiht IV vancomycin and oral ciprofloxacin. The pt was also instructed on wet to dray dressing changes to be done 4 times a day. On 12/18/2000 the pt was admitted to the first facility with swelling to the thigh and bloody discharge. Distal pulses were 2+, capillary refill was less than 2 seconds. The treatment rendered was unspecified. The pt was discharged home on 12/19/2000. On 6/28/2001 the pt had a scheduled visit at a wound care center, which reported satisfactory healing and complete closure to the right groin wound. The pt will have acivity limitations, which will be permanent due to the quadricep muscle flap. A latex drain was removed from the left thigh wound. The left thigh wound has a 6cm tract to be treated with bactoban/silvdene. On 7/19/2001 the pt had another scheduled visit at the wound care center which reported the right groin continues to be closed and maturing. The left groin has no continued drainage. The skin and eipthelium around the surface are irregular and peeling. Plan to use bactroban/lotrimm mix on the left groing.